Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 65 and 147mg/dl. The customer's expected fasting blood glucose test result range is 170 to 175mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): a 65mg/dl, n/a fasting: yes. A 147mg/dl, n/a fasting: yes. A 116mg/dl, n/a fasting: yes. A 165mg/dl, n/a fasting: yes. A 78mg/dl, n/a fasting: yes. The customer called and stated the meter was giving her varying results. She is feeling well and denies any symptoms of diabetes. The customer does not know if the meters' date and time have been set. She is unable to see the date and time on the meter. The customer declined to do a back to back blood test.